Event description:
A surgeon reported a successful suture fixation of the intraocular lens (iol) during implantation of the lens. Approx one month postoperatively, the haptic detached from the optic; the lens was exchanged. The outcome of the exchange was not provided. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).